Event description:
This lead was attempted for implant on (B)(6) 2013. A report form created on (B)(6) 2013 indicate that this lead was attempted for implant for reasons regarding product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).